Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication assigned to the wrong spot caused medication error. A technical support specialist (tss) remoted into the station and the customer mentioned that the medication was in wrong bin was confirmed during cycle count caused medicinal errors. Further the tss found a matrix drawer the one of the users did not have de assign and assign access then explained the customer about medication error and explained the need for elevated access. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower a medication error was assigned to the wrong spot which caused medicinal error. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.